Event description:
A report rec'd from the USA stated an 840 ventilator experienced an erratic top display. There was no report of patient involvement. The date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. Unit passed all testing. Covidien ref: (B)(4).